Event description:
It was reported that the patients implantable pulse generator (ipg) was getting depleted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patients implantable pulse generator (ipg) was getting depleted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.